Event description:
During an upper endoscopy and colonoscopy procedure, the physician used cook endoscopy captura biopsy forceps with spike. The biopsy was performed on the duodenum. Several hours following the procedure, the patient was admitted to the hospital for vomiting. The vomiting was determined to be a result of a blockage from a large hematoma in the duodenum. The user reported the following: "we did a biopsy in the duodenum, which was probably the cause of the large hematoma." The patient was admitted to the hospital as a result of the procedure. No additional patient information is available.

Manufacturer narrative:
Evaluation: we could not confirm the report because the forceps said to be involved in the procedure were not returned to cook endoscopy for evaluation. One unused forceps from the lot in question and two unused forceps from different lots were returned for evaluation. The products were returned in the original packaging and forwarded to the approved forceps supplier for investigation. The forceps were subjected to a magnified visual examination of the forceps cups. All devices meet the applicable specifications. A review of the device history record for the lots was conducted by the supplier. All operations and inspections were completed per specification for these lots. All forceps are inspected by the supplier for proper operation prior to packaging. This includes verification that the closed cups have proper alignment and cup rim gap spacing. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation and the unused product from the same lot met the applicable specifications. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura biopsy forceps with spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.